Event description:
A report was received that the patient underwent a revision due to pain at pocket site. The physician had the ipg relocated from right buttock to the right abdomen side. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.